Manufacturer narrative:
Although requested, no patient information was provided.

Event description:
During patient use, a 'low fio2 alarm' occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. There was no patient injury reported in this case.